Event description:
The healthcare professional reported the procedure was a mechanical thrombectomy procedure on an unknown date targeting an occlusion in the distal m1 segment of the middle cerebral artery (mca) to treat an acute ischemic stroke, a 5mm x 22mm embotrap iii revascularization device (et309522 / lot# unknown) and an axs vecta 46® intermediate catheter (stryker) via the combined technique. On (B)(6) 2025, the case was presented at a ¿bsnet video live session¿ confirming the event. It was reported that after the embotrap iii device was advanced to the distal m2 segment of the mca to adjust the proximal side to the lesion, the embotrap iii was deployed. As the axs vecta 46 could not be advanced to the lesion, the embotrap iii was attempted to be resheathed, but it could not be resheathed, ¿because the microcatheter could not be advanced distally leaving one segment.¿ the embotrap iii was fully deployed and the resheathing attempt was abandoned, thrombus retrieval was performed using the stent alone. A firm solid thrombus was retrieved. Angiography was performed and a hemorrhage was suspected, in which CT scan confirmed to be from the m2 segment. ¿the recanalization rate was tici 2a or 2b.¿ at 90-day post-procedure, the modified rankin scale (mrs) score was 4. It is unknown if there are any planned treatments in the future. The physician opined that there is a relationship between the device and the adverse event. The physician commented that ¿the hemorrhage might have occurred during the traction of the embotrap iii.¿ the devices were used in accordance with the instructions for use (ifus). It was not known if continuous flush was maintained during the procedure. On 13-jul-2025, additional information was received. The information indicated that the event / procedure date cannot be obtained. Per the information, an m2 vessel injury resulted in the hemorrhage.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known potential complication associated with the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. There may be clinical and procedural factors, including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery, that may have contributed to the reported event rather than the design or manufacture of the device. The treating physician felt the hemorrhage may have occurred during the traction of the embotrap iii. As explained in the referenced medical literature, stent-retrievers (sr) generate a sustained radial force to the vessel wall to trap the thrombus clot, which may cause injury to the endothelium. There are also multifactorial variables that can contribute to a cerebral hemorrhage during thrombectomy, such as hyperglycemia and multiple passes of sr/ multiple thrombectomy maneuvers. Since the cerebral hemorrhage was reported as an intraprocedural finding, the relationship of the device to the reported event cannot be excluded. Additionally, the patient¿s 90-day follow-up assessment revealed moderate disability. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ per the additional information received on 13-jul-2025, it was disclosed that vessel injury was the cause of the hemorrhage at the m2 segment of the middle cerebral artery (mca). As such, device involvement cannot be excluded; while withdrawing the embotrap iii device from the vessel, the mechanical stretch of the vessel and forces generated during its retraction may result in vessel injury. The file will be re-reviewed if additional information is received at a later date. Reference: lee ih, ha sk, lim dj, choi ji. Predictors of intracranial hemorrhage after mechanical thrombectomy using a stent-retriever for anterior circulation ischemic stroke: a retrospective study. Medicine (baltimore). 2023 jan 13;102(2): e32666. Doi: 10.1097/md.0000000000032666. Pmid: 36637951; pmcid: pmc9839270. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.